Manufacturer narrative:
Additional information: breakdown of the 7 events of is as follows: haptic damaged, improperly loaded 1, cosmetic 1, haptic damaged 3, lens damaged 2. Serial numbers of suspect products: (B)(4). Site address: for the sn starting with 9 the manufacturing site address is as follows: (B)(6). All investigations were completed. Following was found: lens cut, haptic detached 1, lens cut 1, no product returned 2, no issues identified 2, iol torn 1. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).